Event description:
The pt experienced inadvertent stimulation of the abdominal area, pain coverage was adequate. X-rays were taken on (B)(6) 2009 and showed good lead placement. The device was reprogrammed without success. On (B)(6) 2010, the leads were repositioned without success; the device was explanted. The pt outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4).